Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of unilateral blindness was considered expected and possibly related to the treatment. Serious criteria include permanent damage. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-apr-2019. The case concerns a female patient of unknown age. This case was received by tv news reporting. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2016, the patient received treatment with sculptra to forehead (unknown amount, lot number, injection technique and needle type). Immediately after injection on (B)(6) 2016, the patient experienced right eye visual loss (blindness unilateral). It was reported that the patient received injection by a local nurse working at an unknown clinic. The patient accused the nurse for the injection and court judged criminal responsibility was confirmed and tv news reported this event in public. Then the company became aware of this case. Treatment for the adverse event was not reported. The causality was reported as possible. Outcome at the time of the report: visual loss was not recovered/not resolved.